Event description:
It was reported that (1) er320 was used during a unknown procedure. It was reported by the rep that the instrument was fired by the surgeon. The instrument kicked out an unclosed clip and when fired again another unformed clip was ejected. It is unknown how the case was completed. There was no consequence to pt.